Manufacturer narrative:
Citation: roman kiselev, vladislav babchenko. Rescue thalamotomy for habituation to deep brain stimulation in essential tremor: case report. Tremor and other hyperkinetic movements 2026. Doi: 10.5334/tohm.1050 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case series titled rescue thalamotomy for habituation to deep brain stimulation in essential tre mor: case report. The following medtronic devices were used: 3389 lead among patients adverse events/device product performance issues included: it was reported that a 68 year old man with essential tremor was implanted with the 3389 lead. Postoperative MRI confirmed accurate lead placement and on the seventh postoperative day achieved significant tremor reduction. However, symptoms gradually recurred three months later. Temporary improvement was observed with parameter adjustments but subsequent reprogramming session yielded only transient benefit. Further stimulation induced dysarthria and gait ataxia. When stimulation was discontinued they observed a rebound phenomenon with tremor amplitude exceeding preoperative levels, ultimately worsening the status. After 12 months of unsuccessful programming they underwent dbs system explantation and left-sided radiofrequency thalamotomy through the existing burr hole.